Manufacturer narrative:
Conclusion of (B)(4): hamilton medical ag comes to the following conclusion: alarms cannot be issued via the pdms (patient monitor system) at the c3, i.e. The device alarms independently. No indication in the log files that there was a loudspeaker or buzzer problem, confirmed by the technician. Based on the information, the user's statement "there was no audible signal" cannot be reproduced. Device failed during ventilation because the batteries were completely discharged. No patient harm during this incident. Root cause: user did not react to the battery message battery low in time and did not reconnect the device to an external power supply. Correction: none. The technicain performed software and calibration tests and all tests passed.

Event description:
To hamilton medical ag was the following reported: reportedly the device stopped ventilation during ventilation. There was no audible signal, only a visual signal. Ventilation was stopped, but device/display was on.